Event description:
Event description cpi received information that this implantable pacemaker (ipm) was exhibiting inability to establish telemetry following explant. The device had been implanted for over 10 years, and was in the pathology department of the hospital at the time of the event.